Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: lumbar kyphoscoliosis type of procedure or technique used: olif (oblique lumbar interbody fusion) levels implanted: l2/3/4 it was reported that intra-op, after implantation was completed, when performing hemostasis to the bleeding from the end plate of vertebral body, the somatic artery was injured causing blood loss of about 500-600ml. Hemostasis was performed with facility owned tweezer and gauze. The wound was closed by sprinkling the floseal after hemostasis with astriction or cauterization. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No extended hospitalization was required for the patient due to the adverse event. No malfunction was reported for the product; and the injury was not caused due to the product. Posterior fusion was planned to be performed; however no information is available if it was actually performed.